Event description:
It was reported that the patient was not able to operate this artificial urinary sphincter due to a fluid loss in the balloon. A surgical procedure was performed to removed and replace the device. There were no patient complications reported.